Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) of 540-541 mg/dl. The customer did not report what treatment the hospital administered to treat the bg. The customer was released from the hospital on (B)(6) 2024 with no permanent damage. It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.